Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose level. The customer¿s blood glucose level was of 600 mg/dl. Customer was using insulin pump system within 48 hours of high blood glucose levels. The customer treated high blood glucose levels using syringes. The customer did not mention any symptom related to high blood glucose level. The customer alleged that the insulin pump was under delivering insulin. The customer changed the infusion set and the blood glucose levels increased. Troubleshooting was performed for possible under delivery of insulin. The customer changed the infusion set and did not continue the high pressure test. The customer reported that the insulin pump was not on auto mode at the time of incident. The customer declined to continue insulin pump troubleshooting. The device will not return for analysis.